Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for generator replacement. It was noted that the patient's left ventricular (lv) lead had high capture thresholds. The physician elected to cap and replace the lv lead on (B)(6) 2021. The patient was in stable condition.